Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the right ventricular lead exhibited high capture thresholds due to dislodgement. On (B)(6) 2015 the lead was explanted and replaced,. No additional information was available at this time.